Event description:
Caller tested 3.0 inr on coaguchek xs system 1, and a result of 2.3 on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system; however, the caller no longer has the test strips; replacement was sent.

Event description:
Caller tested 3.0 inr on coaguchek xs system 1, and a result of 2.3 on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). (B)(4). Will not be returned to manufacturer